Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump has not been returned since the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to cardiac arrest on (B)(6) 2014. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted and will not be returned for evaluation.